Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate sv 200 device ruptured at the end of an infusion on a (B)(6) male patient. The device had been infusing a 140ml solution of dexamethasone and sodium chloride when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). According to the customer, the device is not available to be returned to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir cannot be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.the root cause for ruptured reservoirs experienced on intermate and non-coiled tube infusor devices is currently being investigated under CAPA# (B)(4).